Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 60-6085-201a, medium, uterine manipulator, was used during an unknown procedure on (B)(6) 2026 when it was reported, ¿during a procedure, the vcare balloon came off of the manipulator when we were removing it.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment from the reported states, "it fell into the under buttocks drape and was retrieved from the bag". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.